Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0912 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a vascular ultrasound showed venous thrombosis in the right basilic vein, the subclavian vein and the axillary vein. At 1:50 am on (B)(6) 2020, the patient was sent to the operating room for a thrombectomy of brachial vein under local anesthesia. Intraoperatively, a large amount of thrombosis were observed in the basilic vein and internal brachial vein, almost occluding the lumen of blood vessel completely. Performed thrombus aspiration peripherally and intravascularly. Postoperatively, anticoagulant therapy was administered, subcutaneously injecting enoxaparin sodium solution 0.4 ml:40 mg once every 12 hours, one piece each time. On (B)(6) vascular ultrasound was conducted on the four limbs indicating no visible thrombosis in the right subclavian vein and axillary vein.